Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. Treatment for the event was not reported. At the time of the report, the patient's hospitalization was ongoing and the patient had not recovered from event. Dianeal therapy was ongoing. No additional information is available.